Manufacturer narrative:
A device history record review was completed for provided material number 304432 and lot number 200904. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. This is the first report received for this type of defect on material number 304432 and lot number 200904. As samples were unavailable for return, twenty retained samples of the same lot number were obtained from our manufacturing facility for evaluation. The retained needles were assembled with a discardit 2ml syringe and liquid was found to move normally through the cannulas with no signs of clogging found. Although an exact cause could not be determined based on the investigation results, per the provided feedback, we understand a clogged needle issue has taken place. Needles are inspected for occluded cannula condition as part of the in-process inspections after assembly. It is possible that the medication used had an implication in this event. In certain circumstances, the drug product may become deposited inside the cannula, causing the needle to become blocked due to crystallization or other solubilization effects. Occlusion is most likely to occur if a drug remains within the needle for an extended period of time. If this issue were to reoccur, we would appreciate the opportunity to perform a thorough sample analysis. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information

Event description:
It was reported that the bd microlance¿ 3 needle was blocked during the injection. The following information was provided by the initial reporter: "green canula not permeable. Patient's parent reported that the patient was previously treated with decapeptyl cr, and did the injections herself. Now, due to product shortage, she was switched to decapeptyl depot, and did the injection, and reported that the suspension didn't flow through the needle. We explained the patient that im injection should be done by an hcp, and that she lacks the proper training."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.